Event description:
A 26mm sapien xt valve was deployed 50/50 within the native annulus, and moderate paravalvular leak (pvl) was noted. Two post dilatations were performed, which did not resolve the pvl. There seemed to be a leak around the skirt around the left main cusp. The surgical team elected to place a second sapien xt valve, which corrected the pvl. The patient was then sent to ccu in stable condition. The patient¿s native annulus measured 23mm in diameter and had bulky calcification on the native valve, which was thought to have caused the pvl.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, as reported, bulky calcification on the native valve caused the pvl. The pvl was resolved with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.